Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy¿polypectomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the plastic sheath detached from the handle and the snare loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the flare detached. The catheter was noted to be kinked near the dongle and the dongle shaft was found to be deformed. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the device flare is detached; this condition does not allow the device to be actuated. The most probable root cause of this event is supplier manufacturing. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy¿polypectomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the plastic sheath detached from the handle and the snare loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.